Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
On january 30, 2017, livanova (B)(4) received a user medwatch report (mw5067319) that a patient developed a mass over the chest incision after undergoing an aortic valve replacement in 2014. The wound drainage tested positive for mycobacteium chimaera.

Manufacturer narrative:
(B)(4). (B)(6). Livanova (B)(4) manufactures the heater-cooler system 3t. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). During follow-up communication, livanova (B)(4) learned that the patient is not at the facility and the contact was not aware of the patient status. The customer stated that no further information will be provided to livanova (B)(4) quality assurance due to potential and/or on-going litigation. No further investigation is possible. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No further info will be provided.